Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the collapsible jaws stuck. No patient consequences reported.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged, bent advancer. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To clarify: were the jaws stuck closed? If so how were the jaws opened and removed from the tissue? At what firing did the issue occur? The analysis results found that the el5ml device was received with one jaw ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Additionally, the device was noted to have the tip of the advancer bent. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although the returned condition of the device prevented functional testing, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. A batch record review was performed and no anomalies were found during the manufacturing process.